Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular lead had an early displacement and needed to be repositioned; however, the helix did not retract and the lead was removed. Testing on the removed lead noted that the helix "only progress after passage of the guide, but did not progress or retreat by the conventional mechanism" of the fixation tool. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.